Event description:
Account alleged that the ppm will not stay set on the bed. Account alleged that there was a patient fall. The pt involved in the event had bumped their head. No serious injury occurred.

Manufacturer narrative:
Tech checked the bed and the bed functioned properly. Tech found that the staff did not zero the bed scale. Tech inserviced the staff on how to operate the bed functions. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.